Event description:
Additional information received reported there was no indication the patient had bronchitis. The pump was burning.

Event description:
It was reported one month after implant that the patient's pocket site was filled with fluid. The patient had burning, and it felt like it was popping when she laid down. The patient had pain, but there had always been pain. The patient had an infection at the surgical site and it was getting better. The patient also had bronchitis and a temperature of 100.7. The incision site felt hot. The patient had an appointment scheduled to see a surgeon. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter; product ID 8591-38, lot# c73190, implanted: 2012 (B)(4), explanted, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).